Event description:
The user facility reported that the device overheated. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Device not returned.